Event description:
The patient was undergoing a hand-assisted right nephroureterectomy for transitional cell carcinoma of the right renal pelvis. A ligasure 5mm vessel sealer instrument would not open and close. The ligasure instrument was replaced and the procedure was completed without further incident.